Event description:
As reported by the user facility. Ref # unk, 20 gauge introcan safety straight catheter, lot # unk; occurred (B)(6) 2013. Reports nurse withdrew needle from catheter and once withdrawn shield did not come down to tip of needle. Nurse stuck herself in setting needle down. MFR - 9610825-2013-00386.